Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: dlt ts cer hd 12/14 40mm +8.5 hip femoral head; altrx +4 10d 40idx56od hip acetabular liner; pinnacle sector ii cup 56mm hip acetabular cup; corail2 std size 16 hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Litigation papers allege: after the revision surgery, patient was in excruciating pain; patient's hip implant dislocated while he was sitting at the dinner table; patient's hip had accumulated more "creamy rust colored fluid" that had to be extracted from his hip on several occasions; patient's hip dislocated again and he underwent an emergency procedure under conscious sedation to reduce his hip back into the joint; doctor noted that patient's hip had a greenish, necrotic tissue all around the area of the acetabulum and hip prosthesis proximally; most of the capsular structures were completely necrotic and the #5 ethibond sutures used to anchor the anterior capsule back had ripped out of this necrotic cheesy tissue; patient had elevated levels of cobalt in his blood; during second revision surgery, doctor found soft tissue was "very woody and hard" and they had encountered a considerable amount of "avascular yellowish solid looking tissue that had replaced all of the patient's anterior abductors, both the gluteus and medius. Updated ppf alleges dislocation, infections, elevated metal ions and pulmonary embolism. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (right hip).